Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use. The customer received a signal loss and was not alerted of changes in glucose level. The customer did not experience any symptoms and was able to self-treat. A nursing service was there in the morning and performed a finger-prick test and administered normal insulin injection to the customer as treatment. There was no report of death or permanent impairment associated with this event.